Event description:
Information received indicates the left head and right foot siderail will not latch.

Manufacturer narrative:
The technician found the siderails were bent which prevented the siderails from latching.